Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor was not providing readings and displayed a pairing status after a new sensor was applied, which was addressed through troubleshooting that included checking the sensor icon, toggling sensor settings, restarting, and completing sensor pairing with a code. No adverse clinical symptoms were reported. Outcomes included temporary loss of cgm data with no health impact. User support included remote troubleshooting and education. Investigation of this case revealed a communication issue between the sensor and receiving device that was resolved through standard pairing procedures, consistent with a transient connectivity problem rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption resolved through troubleshooting.